Manufacturer narrative:
Age at time of event: 70s. (B)(4).

Event description:
It was reported that there was a loss of aspiration. An avx® thrombectomy set was selected for a thrombectomy procedure in the left arteriovenous (av) fistula. During aspiration, the device stalled and water was observed near the pump bay. Another of the same device was used to complete the procedure successfully. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an avx thrombectomy system. The pump, hypotube, shaft, and tip were microscopically and tactile inspected. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the male connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that there was a loss of aspiration. An avx® thrombectomy set was selected for a thrombectomy procedure in the left arteriovenous (av) fistula. During aspiration, the device stalled and water was observed near the pump bay. Another of the same device was used to complete the procedure successfully. There were no patient complications.